Event description:
It was reported that the patient received an ¿insulin flow blocked¿ alarm on (B)(6) 2026, on the first day following infusion set insertion at the thigh site, which led to hyperglycemia. The patient¿s blood glucose level was reported as 600 mg/dl. The event was managed with insulin administered via manual injection.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.